Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on 5/16/2017 stating lead showed safety switch occurred on (B)(6) 2017, impedance of >2000 ohms and noise. Adjusted sensitivity to 3.5mv to reduce oversensing if the lead switches to unipolar again in the future. All thresholds and impedances are fine. The physician was dr. (B)(6) at (B)(6) center in (B)(6), or. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).